Event description:
The male patient received a 3.50 x 23mm cypher select stent in the proximal circumflex (cx). The lesion characteristics are the following:eccentric, moderately calcified, with an angulation >45 and <90 degrees and lesion length of 15-20mm. Seven months after the index procedure, the patient was hospitalized with intra-stent restenosis which was treated with balloon angioplasty.

Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.